Event description:
The customer stated she was hospitalized due to hypoglycemia. The customer stated she does not remember any of the events that led to her being hospitalized, only that she became unconscious while at the store. Troubleshooting was performed and the insulin pump passed the displacement test. The insulin pump was reading the reservoir volume accurately. The customer was assisted with setting the time because it was off by one hour. The customer called back due to high blood glucose levels. The customer was not hospitalized due to hyperglycemia. Troubleshooting was performed and the programming was correct. The insulin pump passed the prime and high pressure tests. The customer stated that she changes the infusion sets every three days, but only changes the reservoir when it is empty. The customer was advised to change the reservoir every three days with the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.